Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self-test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 43 alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 43 was found on 01/04/2026 17:27:51.000 through 01/05/2026 04:20:46.000, with several alarms noted. Line=763 file=121. However, no alarms were noted during testing. Battery was removed from pump and monitored for 10 minutes. Unit powered up properly after inserting the battery and no pump error 23 alarms were noted. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 3.0 received the low battery alert (104) on 12/25/2025 15:40:00 after more than 7 days at 12.01 days. Battery cycle 2.0 received the low battery alert (104) on 12/13/2025 09:07:00 after more than 7 days at 13.74 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was received with normal operating currents. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Unit passed self-test, active current measurement test, and self-test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Corroded motor home switch was noted, in addition to moisture damage found on pcb1. Isolate to motor and electronic assembly. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In conclusion, customer allegations for pump error 23 were not confirmed when no pump error 23 anomalies were noted during testing. Allegations for failed battery test were not confirmed when the baat tool concluded that the customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, customer allegations for pump error 43 were confirmed when alarms were noted during download history review, caused by corrosion on the motor home switch. Due to moisture damage found, isolate to motor and electronic assembly. Additionally, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23 (post-reset ram crc alarm), pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor), failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to successfully clear the alarm and was unable to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device will be returned.